Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. In addition, it was reported that the pump unexpectedly shutdown. The customer's blood glucose was 420 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.